Manufacturer narrative:
This report is submitted on march 23, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics for a course of one week (specific date not reported). The implanted device remains.